Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was in the 300s mg/dl range. The customer had delivered a 23 unit bolus and bg did not lower. Insulin injections were administered. The customer alleged the pump was the issue. The customer reverted to using a non-tandem pump for insulin therapy.